Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient was in the hospital from last thursday through sunday, (B)(6), due to an infection in their body. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.